Event description:
It was reported that for the camera head, sometimes the endoscopic image turned purple, the color tone became extreme. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d8, d10, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found puncture of connector. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that for the camera head. Sometimes the endoscopic image turned purple, the color tone became extreme. There were no reports of patient harm.